Event description:
Tech alleged that the casters will hold but spin when pushed.

Manufacturer narrative:
Tech replaced all four casters, this resolved issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.